Manufacturer narrative:
Testing and investigation found that the device intermittently did not sound an audible alarm during an alarm condition. This was due to pinched wires between the printed circuit board and the piezo. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device displayed an e301 (audio alarm failure) with no audible alarm tone. The device was returned to the biomedical department for a report of audio alarm failure. No specific patient information, pump programming or event details were provided. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.